Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6). Product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with parkinson's disease who had a deep brain stimulation implantable pulse generator (ipg) experienced issues with the device not charging. The recharger displayed a "no connection" message when placed on top of the stimulator, and a bent connector pin was observed on the desktop charger. The patient's implantable neurostimulator battery was at 50% and unable to be recharged, resulting in some difficulty for the patient. A review of the recharger screen was conducted, and it was confirmed that the recharger itself was empty and needed to be charged before it could be used to charge the implant. The connector pin was able to be wiggled, and a green light was observed on the desktop charger. A replacement request for the desktop charger was submitted, with expedited shipping planned. No patient complications have been reported as a result of this event.